Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna was frayed. Cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an external device. Patient didn't have equipment during the call. The reason for call was for probably the past 2 months the patient was charging their ins at excellent and received an error message that said to call manufacturer (patient couldn't recall specific error message). The patient reset their controller and would be able to charge their implantable neurostimulator (ins) but since last night the patient was unable to charge their ins. The patient said that their body is "feeling it" since they were unable to charge their ins. The patient was driving and did not have their equipment with them, they will call back for trouble-shooting. Pt called back on (B)(6)2021 with their equipment. Pt used it on the call and confirmed the message that they had been getting is 'recharger problem'. Pt said they saw no damage but the paddle/donut had been getting really hot in the last 2 weeks. Pt asked for sat shipping as their device had not been working for 2 days and said "I am dying'. Reopened the case to send an email to repair to replace the recharger. Additional information was received from the patient on (B)(6)2021. It was reported that the circumstance leading to being unable to recharge was that it got old and to resolve the issue they were sent a new charger. The issue of being unable to recharge was resolved. The serial number of the patient controller was also provided.